Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple temperature alarms occurred and the pump was not exposed to extreme temperature. Reportedly, the alarms recurred. Customer's blood glucose (bg) was over 600 mg/dl with large ketones. Customer addressed bg with bolus and manual injection. Customer reverted to manual injections for alternate insulin therapy.